Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 4.0.2. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that skin irritation causing blistering, a burning sensation, irritation and scaring occurred while wearing pod's for an unknown duration. Symptoms began three years after omnipod therapy usage. The patient stated blisters repeatedly formed beneath the adhesive, sometimes bursting and leaving open wounds and scars on their abdomen. The patient sought medical attention from their physician and was provided with unspecified preventive measures without improvement. The physician alleged the issues were caused by the pod's adhesive. No further details are available pertaining to the medical event.